Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported no insulin coming out of the inpen. The customer reported a blood glucose value of 282 mg/dl. The customer was treated with a manual injection/insulin pen. The event involved product(s) mmt-105nnblna. Troubleshooting was partially performed, and the issue was not resolved. No further patient complications were reported. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Inpen did pair to the commercial app. Inpen received with leadscrew 3/4 of travel. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality, displacement dose accuracy test, and leak test. Inpen passed front cap investigation. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of screw retracting when dialing was confirmed. Unable to verify customer's complaint for inpen not priming correctly due to leadscrew retraction. A leadscrew retraction can affect inulin delivery. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.